Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 65-year-old male who had an amds implanted on (B)(6) 2023. The event reports a pulmonary event described as ¿pleural effusion¿ with an onset date of 28jul2023 and an end date of (B)(6) 2023. Additional details states ¿pleural effusion both sides, puncture on (B)(6) 2023 and drainage of 1200ml.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was already in the hospital. Surgical treatment described as ¿puncture and drainage of pleural effusion on (B)(6) 2023¿ was provided and the event was resolved. That patient was discharged on (B)(6) 2023 and did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿pulmonary complications (e.g. Edema, embolism, pneumonia, respiratory failure)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007 . This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced a serious adverse event, described as "pleural effusion both sides, puncture on (B)(6) 2023 and drainage of 1200 ml." Event onset date: 28july2023. Event end date: 16aug2023. Event was listed as expected. The relationship of the event to the device was listed as "unlikely" and to the implant procedure was listed as "probably." This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.